Manufacturer narrative:
A ge rep evaluated the system and replaced the rui (joystick console). System operates as intended.

Event description:
Customer reported the rui intermittently locks up. No pt injury was reported.